Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "start sensor" and "quick bolus" screen. Customer¿s blood glucose level was 220 mg/dl. Reportedly, the pump was reset prior to troubleshooting with tandem technical support; resolving the issue. The customer continued to use the pump for insulin therapy.